Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this resynchronization therapy defibrillator (crt-d) had flipped. A chest x-ray was taken and the physician stated the right atrial (ra) and the right ventricular (rv) leads had lost slack due to the crt-d migration. A surgical intervention was performed in which both lead's slack was increased, the crt-d was repositioned and the patient was treated with intravenous antibiotics to resolve the issue. A pocket evaluation was performed and the crt-d was resutured. The system remains in service. No additional adverse patient effects were reported.